Event description:
It was reported that the device had a key stuck alarm. It is unknown if there was patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Updated a1, b7,b7. D9 - date returned to mfg: 12/10/2024. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a keypad . As a result, the keypad was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.